Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, patient developed an infection. It is unknown how the infection has been treated, or if a revision procedure has occurred.

Manufacturer narrative:
Event date - treatment of the infection is unknown. No revision date has been reported. Revision date - no known revision date. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01458 / 01461).